Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight were not provided by reporter. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an open reduction internal fixation procedure of the right tibia, part number 03.113.024 was being used through the percutaneous aiming arm attached to the variable angle proximal tibial plate as per standard surgical technique, drilling through the percutaneous 2.8mm threaded drill guide, part number 03.113.020. The surgeon was drilling through the bone as per standard procedure and had made it almost through the far cortex when the drill would advance no further. Upon retracting the drill bit from the drill sleeve it was noted that the drill bit was broken and an approximate 25mm portion of the drill bit tip was still in situ in the patient's tibia. This broken portion of the drill bit was left in situ. Fixation with locking head screws above and below this retained drill bit fragment was achieved so that there was no perceived compromise in the level of fixation of the fracture. The surgery was delayed by two minutes due to the reported event. A spare device was available to complete the procedure. The patient¿s post-surgical condition is unknown this report is 1 of 1 for (B)(4).

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: our investigation has shown that the tip of the returned drill bit (B)(4) is indeed completely broken off. The cross section of the broken surface shows no irregularities, therefore it is likely that too much mechanical force well beyond its calculated design has been applied during drilling, which resulted in the breakage of the tip / shaft. The drill bit as such is otherwise still in good condition. Based on these findings we can indicate that excessive mechanical force finally resulted in the breakage. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected (manufactured in february 2015). No product fault could be detected. No design related root cause can be identified on the returned device. Too much applied mechanical force has resulted in the breakage of the tip. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.